Manufacturer narrative:
The reported event was addressed with phone support. Field service engineer (fse) field service engineer (fse) spoke to robotics coordinator, who said that the staff was trying to connect a stryker 4k lap endoscope to the da vinci tilepro, but it did not work. The fse explained that the resolution of the stryker scope was too high and not compatible with the system as the system could not process it. The fse told customer that the maximum input resolution is 720. Robotics coordinator confirmed that the system has been working error-free since the time of the call. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff reported that they could not see the endoscope image on the vision tower monitor. The customer reported that they had tried to connect a stryker camera, and the image disappeared. Staff disconnected the stryker camera but were still unable to see the da vinci endoscope image. The customer stated that the surgeon could see the image on the surgeon console. The intuitive surgical, inc. (Isi) technical service engineer (tse) instructed the customer to remove and reinstall the endoscope, but there was no change. During the call, the staff stated that the doctor was going to proceed with open surgery. The tse asked the staff if the issue was related to the patient or the system; the customer replied that she had to go and would call back.